Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implanted due to malposition and was moved to left bundle branch (lbb) placement due to pericardial effusion. This lv lead was replaced with different model and not implanted. No additional adverse patient effects were reported.